Event description:
It was reported that the patient experienced elevated blood glucose levels. The patient changed the infusion set site before going to bed in an attempt to resolve the issue; however, the elevated blood glucose persisted. The blood glucose level was measured at 294 mg/dl. The patient removed the infusion set that had been inserted before bedtime and observed that the cannula was bent. To resolve the issue, the patient subsequently replaced the cassette, infusion set tubing, and infusion set site. There was patient involvement, and no harm was reported.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.